Event description:
During hemodialysis treatment the venous blood line tubing disconnected from the pt's tessio catheter, venous lumen connection. Estimated blood loss 300cc; after placing pt in trendelenburg left side pt had nausea, vomiting, and dizziness, b/p 134/72. Pulse 91. Pt sent to emergency room for eval. Pt stable. Pt to return for dialysis treatment on 8/7/2000.